Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues") and infection ("infections"). The patient was treated with surgery (underwent a laparoscopic supracervical hysterectomy). Essure was removed. At the time of the report, the pelvic pain, menstrual disorder and infection outcome was unknown. The reporter considered infection, menstrual disorder and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2008: essure device was successfully occluded. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain') in a (B)(6) female patient who had essure (batch no. 626399) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypertension, dysfunctional uterine bleeding and diabetes. Hemoglobin was 7.9. Concomitant products included ethinylestradiol;norethisterone acetate (loestrin), lisinopril, medroxyprogesterone acetate (depo provera), paracetamol (acetaminophen) and sertraline hydrochloride (zoloft). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), depression ("psychological or psychiatric problems conditions: depression") and anxiety ("psychological or psychiatric problems conditions: mental anguish"), 4 months after insertion of essure. On (B)(6) 2011, the patient experienced anaemia ("anemia,"). On (B)(6) 2017, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal): vaginal"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues") and infection ("infections"). The patient was treated with surgery (underwent a laparoscopic supracervical hysterectomy, bilateral salpingectomy) , hysterectomy + bi-s). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia and vaginal infection had resolved and the menstrual disorder, infection, anaemia, depression and anxiety outcome was unknown. The reporter considered anaemia, anxiety, depression, infection, menorrhagia, menstrual disorder, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted- insertion dates: (B)(6) 2008 and (B)(6) 2008. Patient received treatment for pain, bleeding and bladder / urinary prob. Diagnostic results (normal ranges are provided in parenthesis if available): biopsy endometrium - on an unknown date: benign.. Hysterosalpingogram - in (B)(6) 2008: essure device was successfully occluded; on (B)(6) 2008: total bilateral occlusion. Smear cervix - on an unknown date: negative. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received: outcome of the events" abnormal bleeding (vaginal, menorrhagia), pelvic pain and vaginal infection" were updated to "recovered/resolved" a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain') in a 35-year-old female patient who had essure (batch no. 626399) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypertension, dysfunctional uterine bleeding and diabetes. Hemoglobin was 7.9. Concomitant products included ethinylestradiol; norethisterone acetate (loestrin), lisinopril, medroxyprogesterone acetate (depo provera), paracetamol (acetaminophen) and sertraline hydrochloride (zoloft). In (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), depression ("psychological or psychiatric problems conditions: depression") and anxiety ("psychological or psychiatric problems conditions: mental anguish"). On (B)(6) 2011, the patient experienced anaemia ("anemia,"). On (B)(6) 2017, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal): vaginal"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues") and infection ("infections"). The patient was treated with surgery (underwent a laparoscopic supracervical hysterectomy, bilateral salpingectomy)). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain was resolving and the menstrual disorder, infection, anaemia, vaginal haemorrhage, menorrhagia, vaginal infection, depression and anxiety outcome was unknown. The reporter considered anaemia, anxiety, depression, infection, menorrhagia, menstrual disorder, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted- insertion dates: (B)(6) 2008 and (B)(6) 2008 diagnostic results (normal ranges are provided in parenthesis if available): biopsy endometrium - on an unknown date: benign. Hysterosalpingogram - in (B)(6) 2008: essure device was successfully occluded; on (B)(6) 2008: total bilateral occlusion. Smear cervix - on an unknown date: negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-may-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain') in a 35-year-old female patient who had essure (batch no. 626399) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypertension, dysfunctional uterine haemorrhage and diabetes. Hemoglobin was 7.9. Concomitant products included ethinylestradiol;norethisterone acetate (loestrin), lisinopril, medroxyprogesterone acetate (depo provera), paracetamol (acetaminophen) and sertraline hydrochloride (zoloft). In (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), depression ("psychological or psychiatric problems conditions: depression") and anxiety ("psychological or psychiatric problems conditions: mental anguish"). On (B)(6) 2011, the patient experienced anaemia ("anemia,"). On (B)(6) 2017, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal): vaginal"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues") and infection ("infections"). The patient was treated with surgery (underwent a laparoscopic supracervical hysterectomy, bilateral salpingectomy)). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain was resolving and the menstrual disorder, infection, anaemia, vaginal haemorrhage, menorrhagia, vaginal infection, depression and anxiety outcome was unknown. The reporter considered anaemia, anxiety, depression, infection, menorrhagia, menstrual disorder, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted- insertion dates: (B)(6) 2008 and (B)(6) 2008 diagnostic results (normal ranges are provided in parenthesis if available): biopsy endometrium - on an unknown date: benign.. Hysterosalpingogram - in (B)(6) 2008: essure device was successfully occluded; on (B)(6) 2008: total bilateral occlusion. Smear cervix - on an unknown date: negative. Most recent follow-up information incorporated above includes: on 16-may-2019: pfs+mr received: events abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal) type: vaginal, psychological or psychiatric problems conditions: depression and mental anguish, blood or heart disorder/condition type: anemia, pain were added. Medical history, lab data. Concomitant drugs were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.